Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. Failure analysis: the returned xenon lightsource was in used condition. The reported problem was duplicated. The bezel assembly, mirror holder and the turret were replaced. Evaluation and function tests were performed, and the mlx passed all tests. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the bezel assembly, mirror holder and the turret required replacement. This was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the turret mirror holder of the mlx 300w xenon lightsource (00mlx) was charred and broken. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.